Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the clinic noted oversensing of noise the right ventricular (rv) channel. Boston scientific technical services (ts) was consulted and discussed that the noise appeared to be from oversensing of the minute ventilation signal. There was pacing inhibition of one and a half seconds. Ts suggested turning off minute ventilation to prevent this from occurring in the future. It was also noted that the lead safety switch had been triggered for the pacemaker and another manufacturer¿s right atrial (ra) lead. The clinic stated they had not brought the patient in for evaluation to date. The pacemaker, another manufacturer¿s rv and another manufacturer¿s ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into clinic where it was determined there was high out of range pacing impedance measurements which caused the lead safety switch to trigger. No programming changes were made due to the high impedance measuerments, however the minute ventillation feature was programmed off due to the oversensing. The pacemaker and leads remain in service and no adverse patient effects were reported.